Event description:
It was reported that a balloon burst occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon burst when the pressure pump was just primed, and the contrast got leaked. The device was removed normally from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination of the balloon identified no damages. No issues identified with the hypotube shaft and no kinks or damages on polymer extrusion shaft. A detailed microscopic examination of the balloon material identified a tear 1mm proximal to the proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage and no damage on the proximal and distal markerbands. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid for functional testing, however, a leak was noted coming from the pinhole tear at the proximal markerband.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a balloon burst occurred. The 60% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon burst when the pressure pump was just primed, and the contrast got leaked. The device was removed normally from the patient. The procedure was completed with another of same device. No complications were reported, and patient was stable post procedure.